Manufacturer narrative:
A haemonetics field service engineer evaluated the equipment used during the donation. Device was tested and no problem was found. All other parameters verified. Function tests completed. Machine meets manufacturer's specifications and is ready to use. Based on this description the device is evaluated with no defect. There are no nonconformances against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor event was related to the device or disposables used during the plasmapheresis procedure.

Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the donation procedure is not suspected to have resulted in the adverse outcome of the donor. Customer reported an over-weight 43-year-old male donor expired sometime after leaving the donation center on (B)(6) 2024 due to an unknown cause. Last donation occurred on (B)(6) 2024 with no issues reported with the procedure or equipment/disposables used. Review of donor's chart indicated no medical problems, no medications taken, normal physical exam, normal labs and test results and review of vitals were normal. Donor had no deferrals. There were no known allergies or pre/post immunizations. It is unknown if an autopsy will be performed. There is no information from the attending physician, surgeon, hospital representative or health care professional.